Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male infant, the defibrillator failed to go into sync mode. Complainant indicated that the clinician obtained internal paddles to successfully shock the infant.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the activity log indicated when the device was powered on, the qrs volume was manually set to off by the end user when they pressed the first soft key. It is important to note, when the first soft key is pressed, the option above the soft key will change. To return to the previous options, with synce mode, the return soft key on the far right must be pressed. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.